Event description:
Upon insertion of the anchor to repair a partial rotator cuff tear, the anchor/inserter junction stripped after a few threads were inserted. Surgeon tried to remove anchor but could not, so he used a mallet to pound it in with difficulty. Surgeon finished with only a soft tissue repair of the partial tear. The sutures were removed and the anchor remains in the patient unsupported. The site was prepared using a burr type device. No tap or awl were used. Surgeon said the bone was harder than thought. There was no room for any other anchors as the tear was smaller than originally thought. Surgeon then completed the repair by doing a soft tissue repair using just suture.

Manufacturer narrative:
(B) (4): this device has not been returned for evaluation.(B) (4)